Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a perceived lack of benefit with device use, leading to device non-use (date not reported). The implanted device remains.